Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed thr ombus/pannus formation on the valve leaflets and leaflet thickening. Additionally, a transcatheter mitral valve replacement (tmvr) was seen in the left ventricular outflow tract (lvot). The mechanism of valve failure was not specified, but an echocardiogram is planned. Additional information was received that the final implant depth was not documented but appeared to be 3-4 mm on the non-coronary cusp (ncc) and 8-9 mm on the left coronary cusp (lcc) by estimation with computed tomography (CT) imaging. Per the physician, there appeared to be leaflet thickening with possible thrombus. The lcc did not appear to highlight with contrast on the CT.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed thr ombus/pannus formation on the valve leaflets and leaflet thickening. Additionally, a transcatheter mitral valve replacement (tmvr) was seen in the left ventricular outflow tract (lvot). The mechanism of valve failure was not specified, but an echocardiogram is planned.